Event description:
On (B)(6) 2015, information was received from a healthcare provider that the (B)(6) female patient was receiving 2000.0mcg/ml fentanyl, 250.0mcg/ml baclofen (lot # unknown), and 10.7mg/ml bupivicaine.

Event description:
It was reported that a failed dye study on (B)(6) 2014 indicated that dislodgement of the intrathecal portion occurred. No signs or symptoms were reported. The issue resulted in catheter revision/replacement on (B)(6) 2015. The etiology was related to the device or therapy, but not related to the implant procedure. The patient recovered without sequelae and the catheter was expected to be returned to the manufacturer. The pump was used to infuse fentanyl, baclofen (unknown), and bupivacaine. Follow up was conducted to obtain further information that had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).